Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box did not indicate any evidence of a load step malfunction. The black box did record occlusion alarms. The pump successfully performed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The force sensor was found to be out of calibration. Unrelated to the complaint, investigation revealed that the display was faded and discolored, the keypad buttons were intermittently unresponsive, there was contamination under the keypad button contacts, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.